Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgment, which was confirmed through fluoroscopy visualization, and high pacing thresholds. Lead was repositioned. No additional adverse patient effects were reported.